Event description:
It was reported that the patient presented in clinic with symptoms of arrythmia, fatigue, shortness of breath, and discomfort. Upon interrogation, it was found that the implantable cardioverter defibrillator (ICD) exhibited failure to deliver shock due to incorrect interpretation of signal. Programming changes were made. The patient was stable.